Event description:
Pt's foley had no urine output. Rn unable to remove foley as balloon was in urethrea and would not deflate. Physician contacted and deflated balloon by inserting needle. Cystoscopy necessary to check for foreign body in bladder.